Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic vaginal hysterectomy with bilateral salpingectomy, the device quit sealing the tissue after a couple of uses. A new device was used and worked fine.